Event description:
It was reported that the user changed from a steel to a teflon infusion set, attempted the first insertion incorrectly, and then, with agent guidance, completed the supply change and correctly inserted a new infusion set. Insulin delivery was resumed and blood glucose was unaffected, indicating an insertion/use error involving the infusion set component. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.